Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's internal device has reportedly migrated supposedly after a trauma that occurred in early 2021. The user is not able to wear the device anymore because the coil will not stay attached due to the position of the housing. According to the clinic the site of the implant is also sore. However, this is not caused by the magnet since the user is not wearing the audio processor imaging will be performed and the user is scheduled to have revision surgery.

Event description:
The user's internal device has reportedly migrated supposedly after a trauma that occurred in early 2021. The user is not able to wear the device anymore because the coil will not stay attached due to the position of the housing. According to the clinic the site of the implant is also sore. However, this is not caused by the magnet since the user is not wearing the audio processor. The device was explanted. It was noted that there was scar/crusting over the area of the magnet, which indicated to the surgeon that the skin may have been open at one time. The device had migrated to 90 degree position. When the scar was removed, fluid and pus was expelled from the wound. A culture was taken of the drainage, which showed haemophilus influenzae growth. The stimulator portion and coil were removed. The electrode was cut and left in situ. An x-ray was taken to determine if the electrode was in cochlea. The surgeon felt that the x-ray indicated possible extrusion of the electrode. The incision was reopened and verified that the electrode was still in the cochlea.

Manufacturer narrative:
Conclusion: device investigation of the received part did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, following a head trauma, a history of swelling at the implant side associated with skin breakdown and pain was reported. Further, migration of the receiver/stimulator has been also observed. Cultures identified haemophilus influenzae. Given the absence of predisposing factors and the type of pathogen isolated, it can be assumed that the past head trauma with skin breakdown was the portal for infection in the present case. Housing migration was also likely due to the above mentioned trauma and possibly worsened by the reported infection, in the absence of bone bed and device fixation. This is a final report.